Event description:
It was reported that the right ventricular (rv) auto threshold testing is no longer being performed. Device data showed an elevated rv threshold measuring 5.0 at 4.0ms. Review of the tests indicated that the automatic threshold test may not be running due to low evoked response. The rv threshold has remained elevated, and the lead impendence has shown a gradual decline. The presenting rhythm was reviewed, however, it could not be determined if there was loss of capture. Technical services recommended an in-office evaluation to confirm capture and suggested to consider x-rays. Additionally, it was noted that this lead is implanted at the bundle of his (his). The patient is scheduled for a follow-up evaluation. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.